Event description:
Ria reamer malfunction with intramedullary nail breakage causing a couple of retained metal fragments. Device broke when tip attached, between the reamer head and the shaft. It would have caused more problems to try to remove the fragments since what was placed was a large titanium tibial nail. FDA safety report ID # (B)(4).